Event description:
Customer stated that she was removing the sensor and she notice that the sensor probe was detached and it was in her body. Customer stated that she is going to the doctor to have an x-ray done to determine if the cannula and needle still in the body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.